Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' issue. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 8/28/2024. One device was returned for repair with complaint of cassette not attached error. Review of event history found multiple alarms for cassette not attached. There was a previous service in the review period for a replaced downstream occlusion (ds) sensor, which is related to the current complaint. Visual and functional testing was performed. The cause of complaint was due to the downstream occlusion sensor. Replaced the downstream occlusion sensor to fix reported problem and bring pump into full functionality. Device passed all functional tests after repairs.